Manufacturer narrative:
Insulin pump was received with blank display due to moisture damaged on electronic assembly. Unit had moisture damaged on motor assembly. Unit had cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer's blood glucose level was not reported. The insulin pump was not working. Fluid was under the lcd display. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.